Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (lesion proximal to diagonal in the lad). Inherent risk of procedure-stent embolism. No results available since no evaluation performed- device or procedural images not provided for review. No device received for evaluation. Evaluation conclusion: unable to confirm complaint - device or procedural images not provided for review. Device failure/lack of effectiveness related to patient condition (lesion proximal to diagonal in the lad). Inherent risk of procedure-stent embolism.

Event description:
Physician attempted to deploy a resolute integrity 2.25x 22mm drug eluting stent in the proximal diagonal branch of the lad. Lesion exhibited little tortuosity and moderate calcification. Lesion was pre-dilated. Abnormalities were reported in relation to the anatomy. Device was inspected and prepped prior to use with no issues noted. Resistance was encountered during attempted delivery of the device however no excessive force was used. Device passed through a previously deployed stent or cell of a stent. The resolute was unable to cross the lesion and the stent became dislodged during removal and was noticed floating proximal to sheath in the leg. Stent could not be removed and was crushed by a second resolute integrity. No additional clinical sequelae were reported.

Manufacturer narrative:
Caused by another device -previously deployed stent. Conclusion: another device caused failure -previously deployed stent.